Event description:
Update avoe 05-dec-2024. It was confirmed that the button did not break and remained in the patient. There was no fragment loose in the patient.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a biceps surgery the biceps button on the inserter broke off when the surgeon was inserting it into the drill hole. A piece of the inside of the inserter got stuck on the button. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.